Event description:
Patient reported their dentist said to stop aligner treatment due to tmd. Letter of recommendation was provided.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.